Event description:
"Patient has a history of low back pain and bilateral leg pain worse on the right than on the left, grade I l4-5 spondylolisthesis with segmental instability on fiexion and extension views, significant spinal stenosis at this level secondary to facet and ligamentum flavum hypertrophy. It was reported that the patient underwent a posterior spinal fusion at l4-5 using capstone cage and bmp2_acs. No patient complications were reported. At an unknown time post-op, patient underwent a hardware removal and a spinal fusion at l4-5 using legacy system and bmp2_acs. At an unknown date, patient's post-operative periods were marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation." No further details are known at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 the patient underwent: removal of the hardware at l3-4; exploration of fusion l3-4 was found to be solid; extend the fusion to l4-5; re-instrument with legacy 5.5 titanium and extend crosslinks at l4-5; tlif procedure at l4-5; cage 12 x 30 mm at l4-5; right iliac crest graft combined with a large rhbmp-2/acs kit and local bone graft. Per-op notes: "..the disc was dilated up using a disc space retractor and the sizers up to 13mm. The surgeons however put a 12 x 30 mm cage in. The disc space was packed with autograft and rhbmp-2/acs and there was also autograft and rhbmp-2/acs put in the cage, which tapped in and the disc space rotated and taped anteriorly. Rods were then placed times two, plugs times four. Compression was carried out. Ap and lateral x rays showed good position of the cage, good restoration of lordosis, so the plugs were sheared off and a crosslink was placed. Its plugs were also sheared off. This bone graft simultaneously was tubularized in the remaining large rhbmp-2/acs kit..."

Manufacturer narrative:
(B)(6). (B)(4). Unanticipated bone growth. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.